Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding ( menorrhagia)/ bleeding heavy"), basal cell carcinoma ("basal cell carcinoma"), diabetes mellitus ("diabetes") and large intestine polyp ("colonic polyp") in a 33-year-old female patient who had essure (batch no. 919038) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: glyburide and metformin. Concurrent conditions included vaginal bleeding, menorrhagia, fibromyalgia, migraine, headache, weight fluctuation, nickel sensitivity and morbid obesity. Concomitant products included dapagliflozin propanediol monohydrate (farxiga), ibuprofen, ibuprofen, insulin lispro (humalog), paracetamol (tylenol) and simvastatin (zocor). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain ("abdominal pain/ peritoneal pain"), 6 days after insertion of essure. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ bleeding heavy"), urinary tract infection ("uti"), dermatitis allergic ("skin allergies"), rash ("painful rash/ face rash"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("low back / sides-just below the kidneys") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth fracture ("teeth chipping"), teeth brittle ("teeth seemed more fragile and less dense"), dental caries ("increased in cavities"), toothache ("dental pain"), sensitivity of teeth ("dental sensitivity") and amnesia ("memory loss"). In 2016, the patient experienced ovarian cyst ("ovarian cysts") and anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infections"), anger ("anger issues"), abdominal distension ("bloating"), constipation ("constipation"), uterine pain ("uterus pain"), bone pain ("pelvic bone pain") and large intestine polyp (seriousness criterion medically significant) and was found to have basal cell carcinoma (seriousness criterion medically significant). The patient was treated with surgery (ablation, polypectomy, supracervical hysterectomy with bilateral salpingectomy and removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, migraine, headache, back pain, arthralgia, uterine pain and bone pain had resolved and the basal cell carcinoma, diabetes mellitus, vaginal discharge, dyspareunia, female sexual dysfunction, depression, alopecia, anxiety, mood swings, urinary tract infection, vulvovaginal mycotic infection, anger, dermatitis allergic, rash, bladder disorder, urinary tract disorder, ovarian cyst, anaemia, nausea, tooth fracture, teeth brittle, dental caries, toothache, sensitivity of teeth, amnesia, allergy to metals, dysmenorrhoea, fatigue, weight increased, abdominal distension, constipation and large intestine polyp outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anger, anxiety, arthralgia, back pain, basal cell carcinoma, bladder disorder, bone pain, constipation, dental caries, depression, dermatitis allergic, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, large intestine polyp, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, sensitivity of teeth, teeth brittle, tooth fracture, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 264 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2019: quality-safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding ( menorrhagia)/ bleeding heavy"), basal cell carcinoma ("basal cell carcinoma"), diabetes mellitus ("diabetes") and large intestine polyp ("colonic polyp") in a 33-year-old female patient who had essure (batch no: 919038) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: glyburide and metformin. Concurrent conditions included vaginal bleeding, menorrhagia, fibromyalgia, migraine, headache, weight fluctuation, nickel sensitivity and morbid obesity. Concomitant products included dapagliflozin propanediol monohydrate (farxiga), ibuprofen, ibuprofen, insulin lispro (humalog), paracetamol (tylenol) and simvastatin (zocor). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/ peritoneal pain"), 6 days after insertion of essure. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ bleeding heavy"), urinary tract infection ("uti"), dermatitis allergic ("skin allergies"), rash ("painful rash/ face rash"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("low back / sides-just below the kidneys") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth fracture ("teeth chipping"), teeth brittle ("teeth seemed more fragile and less dense"), dental caries ("increased in cavities"), toothache ("dental pain"), sensitivity of teeth ("dental sensitivity") and amnesia ("memory loss"). In 2016, the patient experienced ovarian cyst ("ovarian cysts") and anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infections"), anger ("anger issues"), abdominal distension ("bloating"), constipation ("constipation"), uterine pain ("uterus pain"), bone pain ("pelvic bone pain") and large intestine polyp (seriousness criterion medically significant) and was found to have basal cell carcinoma (seriousness criterion medically significant). The patient was treated with surgery (ablation, polypectomy, supracervical hysterectomy with bilateral salpingectomy and removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, migraine, headache, back pain, arthralgia, uterine pain and bone pain had resolved and the basal cell carcinoma, diabetes mellitus, vaginal discharge, dyspareunia, female sexual dysfunction, depression, alopecia, anxiety, mood swings, urinary tract infection, vulvovaginal mycotic infection, anger, dermatitis allergic, rash, bladder disorder, urinary tract disorder, ovarian cyst, anaemia, nausea, tooth fracture, teeth brittle, dental caries, toothache, sensitivity of teeth, amnesia, allergy to metals, dysmenorrhoea, fatigue, weight increased, abdominal distension, constipation and large intestine polyp outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anger, anxiety, arthralgia, back pain, basal cell carcinoma, bladder disorder, bone pain, constipation, dental caries, depression, dermatitis allergic, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, large intestine polyp, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, sensitivity of teeth, teeth brittle, tooth fracture, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 264 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Reporter's information and lot number was added. Events added: mood swings; abnormal bleeding (vaginal, menorrhagia), uti, yeast infections, anger issues, diabetes, skin allergies, painful rash; bladder or urinary problems or changes, migraines, headaches, ovarian cysts, anemia, nausea, teeth chipping, teeth seemed more fragile and less dense, increased in cavities, pain and sensitivity, memory loss, nickel allergy, dysmenorrhea, basal cell carcinoma, weight gain, fatigue, uterus pain, pelvic bone pain, constipation, back pain, hip pain, bloating, colonic polyp. Event peritoneal pain clubbed with previous event abdominal pain. Outcome of events were updated. Concomitant diseases, concomitant drugs, historical drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain/I am in so much pain'), menorrhagia ('abnormal bleeding ( menorrhagia)/ bleeding heavy'), basal cell carcinoma ('basal cell carcinoma'), diabetes mellitus ('diabetes / mine are 130,150, 180') and large intestine polyp ('colonic polyp') in a 33-year-old female patient who had essure (batch no. 919038) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: glyburide and metformin. Concurrent conditions included vaginal bleeding, menorrhagia, fibromyalgia, migraine, headache, weight fluctuation, nickel sensitivity, morbid obesity and autoimmune disorder. Concomitant products included dapagliflozin propanediol monohydrate (farxiga), ibuprofen, ibuprofen, insulin glargine (lantus), insulin lispro (humalog), metformin, paracetamol (tylenol) and simvastatin (zocor). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/ peritoneal pain"), 6 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ bleeding heavy"), rash ("painful rash/ face rash/ rashes or skin condition- type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("low back / sides-just below the kidneys"), arthralgia ("hip pain") and uterine pain ("uterus pain"). In 2012, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), urinary tract infection ("uti"), dermatitis allergic ("skin allergies"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and amnesia ("memory loss"). In (B)(6) 2013, the patient experienced tooth fracture ("teeth chipping"), teeth brittle ("teeth seemed more fragile and less dense"), dental caries ("increased in cavities"), toothache ("dental pain") and hyperaesthesia teeth ("dental sensitivity"). In 2016, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infections"), anger ("anger issues"), abdominal distension ("bloating"), constipation ("constipation"), bone pain ("pelvic bone pain"), large intestine polyp (seriousness criterion medically significant), polymenorrhoea ("I am started to have periodsevery three weeks/ yep thats my scheduled too"), stress ("I know they said it might be stress"), procedural pain ("pain is bad but I am on my healing") and malaise ("sick") and was found to have basal cell carcinoma (seriousness criterion medically significant). The patient was treated with surgery (ablation, polypectomy, supracervical hysterectomy with bilateral salpingectomy and removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, migraine, headache, back pain, arthralgia, uterine pain and bone pain had resolved and the basal cell carcinoma, diabetes mellitus, vaginal discharge, dyspareunia, female sexual dysfunction, depression, alopecia, anxiety, mood swings, urinary tract infection, vulvovaginal mycotic infection, anger, dermatitis allergic, rash, bladder disorder, urinary tract disorder, ovarian cyst, anaemia, nausea, tooth fracture, teeth brittle, dental caries, toothache, hyperaesthesia teeth, amnesia, allergy to metals, dysmenorrhoea, fatigue, weight increased, abdominal distension, constipation, large intestine polyp, polymenorrhoea, stress, procedural pain and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anger, anxiety, arthralgia, back pain, basal cell carcinoma, bladder disorder, bone pain, constipation, dental caries, depression, dermatitis allergic, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hyperaesthesia teeth, large intestine polyp, malaise, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, polymenorrhoea, procedural pain, rash, stress, teeth brittle, tooth fracture, toothache, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 264 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Glycosylated haemoglobin - on (B)(6) 2016: 9.2; on 23-aug-2016: 6.7. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: polymenorrhoea, procedural pain, stress, malaise, genital bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu from social media. Events polymenorrhoea, stress, sick & procedural pain were added. Lab data, social media reporter was added. Concomitant drugs was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), depression ("depression"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge, abdominal pain, dyspareunia, female sexual dysfunction, depression, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, female sexual dysfunction, pelvic pain and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.